Manufacturer narrative:
Additional device code.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced difficulty installing and removing cartridges. Reportedly, there was corrosion on the back of the pump. Customer had elevated blood glucose (bg) levels (348 mg/dl). Customer delivered a bolus to address elevated bg levels. The customer was ultimately able to load a cartridge onto the pump and resume insulin delivery. Reportedly, the customer will continue to use the pump for insulin therapy.